Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the customer delivered too large of a bolus to correct for an elevated blood glucose (bg) level, and as a result their bg decreased to below 54 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.